Event description:
It was reported that the customer's insulin pump threshold suspended, due to a reading of 68 mg/dl, while her blood glucose was actually at 128 mgd/l. Customer also received sensor error alarms. Sensor had already been removed at time of the report. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.